Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was exhibiting an increase in pacing thresholds along with high out of range shock impedances measuring greater than 125 ohms. No adverse patient effects were reported. This product remains in-service. At this time, the physician plans to continue to monitor the observation.